Event description:
Customer reported he received the scroll wrap safety notification and stated it occurred to him awhile back. Now he does not worry and declined getting another device. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.